Event description:
It was reported that during a gastric bypass procedure, two staplers blocked in the beginning of the firing during the same procedure. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Idler gear. The analysis results showed that one ec60 device (a) was returned disassembled and without a reload present. No functional test could be performed. The components were evaluated and the release button and several idler gear teeth were noted to be damaged. The damage to the components and the event described is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt (blocked firing mechanism) as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open. The analysis results showed that one ec60 device (b) was returned disassembled and with a reload present. The reload was received partially fired, with the pan detached and with the distal part broken. No functional test could be performed. The components were evaluated and the release button and several idler gear teeth were noted to be damaged. The damage to the components and the event described is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt (blocked firing mechanism) as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open.